Event description:
It was reported that the patient presented for a generator upgrade. Prior to the procedure, fluoroscopy imaging was performed and dislodgement of the right atrial (ra) lead was noted. The physician attempted to reposition the ra lead; however, he had trouble obtaining a satisfactory location and the stylet was difficult to advance in the lead. Instead, the physician elected to explant the ra lead. The patient was discharged from the hospital after the procedure.